Event description:
On (B)(6) 2015 around 02:00 a.m., customer's service dog prompted husband and he noticed that his wife was unconscious, gasping. Husband attempted without success to give her grape juice. He stopped the pump and removed the pump. At 06:00 a.m., customer woke up. At 06:15 a.m., blood glucose level using a non-roche meter was 45 mg/dl. Customer noticed that the insulin cartridge, also non-roche, was splintered and there was insulin in the cartridge compartment. Customer's husband cleaned the pump and customer started the pump and she measured a blood glucose level of around 40 mg/dl. 11:15 a.m. Blood glucose level was mg/dl. Customer thinks the pump didn't deliver correct insulin. A request was made for the return of the device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.